Event description:
Additional information received on 11/18/2025 for report mw5179127. Dexcom g6 sensor failure, had to replace sensor. Dexcom no longer replaces sensors that fail.

Event description:
Dexcom g6 sensor inaccuracy: 7:22am g6 reading 156, finger stick reading is 123. That is a mard of 26.8%. Activated on (B)(6) 2025.

Event description:
Additional information received on 12/11/2025 for report mw5179127. Dexcom sensor error > 3 hours - replaced sensor / also repeated >60 mard readings / failed calibrations.